Event description:
Nurse inserted IV catheter without difficulty. Connected syringe directly to angio catheter to draw blood and while drawing noted air bubbles/bubbling in syringe. When angio catheter was flushed with normal saline, the device leaked fluid at the point where the catheter connects to the hub of the angio. Angio catheter was removed and patient had another inserted and used without problem. This was the second occurrence of this problem in two days. Nurse reports to me that over the last few weeks the same problem has occurred to several other staff as well. This nurse also works at another facility that uses the same product and reports that it has happened at the other facility as well. Defective product was saved and manufacturer will be notified that they can pick up the item for examination if so desired.